Manufacturer narrative:
Failure analysis confirmed that the insulin pump was monitored. No blank display noted. All operating currents tested within spec range. However, there was moisture damage noted in battery tube. No moisture damage noted on electronic assy during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had moisture damage, unresponsive keypad, and battery out limit. The customer's blood glucose reading was 158 mg/dl. The customer stated the insulin pump was exposed to water. She stated they were unable to clear alarm due to unresponsive keypad. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.